Event description:
It was reported that during an unspecified surgical procedure, while the patient was already opened on the operating table, it was observed that the motor device was not working. As a result, there was a delay in surgery and the procedure was unable to take place. It was unknown to the reporter when the surgery was rescheduled. It was further reported that the rescheduled surgery was completed successfully using an identical spare device. There was patient involvement. There were no reports of injuries. The reporter indicated that the event occurred on (B)(6) 2014; however, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device was corroded on the motor. Therefore, the reported condition was confirmed. It was determined that the device showed signs of corrosion indicative of damage caused by immersion during cleaning which was failure to follow the directions for use. This was further defined as misuse, abuse, and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.